Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, d5, e2, e3, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the issue was caused by the drawer failure. The field service engineer replaced the drawer controller card to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medbank es system drawer failed to open during the attempt to dispense melatonin. It is probable that the drawer board is defective and needs to be replaced. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the pyxis medbank es system drawer failed to open during the attempt to dispense melatonin. It is probable that the drawer board is defective and needs to be replaced. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Section h11 update: upon investigation of the actual device used in this incident it was determined that drawer not able to open. A field service engineer substituted the drawer controller card in order to rectify the problem. The system functioned as intended after field service engineer troubleshooting.